Event description:
While performing surgery to place temporomandibular joint prostheses, the surgeon reported that predictive holes that were predrilled utilizing a 3d systems mandible cutting guide did not properly align to the prothesis.

Manufacturer narrative:
A review of the mandible cutting guides found that the predictive holes present on the cutting guide did properly indicate the locations of the necessary drill holes based on the inputs provided to 3d systems. A definitive cause for the surgeon's experience could not be identified.